Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review and remediation per d00595825 due to an FDA audit observation. Product event summary: one (1) ventricular assist device (vad) with unknown serial number was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced palpitations, malaise and hemoglobin elevated above baseline. The patient¿s symptoms resolved after an intravenous (IV) fluid bolus. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, cardiac arrhythmia and psychiatric episodes are known potential complications associated with the implantation of a vad. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) patient experienced palpitations, malaise and hemoglobin elevated above baseline. The patient¿s symptoms resolved after an intravenous (IV) fluid bolus. The vad remains in use. No further patient complications have been reported as a result of this event.